Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: five events were reported for this quarter. Product return status: five devices were received for evaluation. Evaluation status: five events were confirmed during testing. Two devices were found to be affected by corrosion. Two devices were found to be affected by worn bearings. One device was found to be affected by a shattered bearing. Additional information: five devices are not labeled for single-use. Five devices were not reprocessed and reused.

Event description:
This report summarizes 5 malfunction events in which the device had a broken cutting accessory still attached. Five events had no patient involvement; no patient impact.